Event description:
During a laparoscopic gastric bypass with roux-en-y, the procedure was completed without incident. Twelve hrs post-operatively, the pt exhibited signs of a bleed and was scoped to assess the situation. A significant amount of clotted blood was seen just distal to the stapled jejunojejunostomy, the staple line appeared to be intact. The pt required 30 units of blood products and extra days in the hosp but is now recovering well.